Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set was separated the following information was received by the initial reporter with the following verbatim. A dose of venofer was hung, the tubing separated at the juncture with the slide clamp that goes in pump, the medication went all over, including on the nurses¿ uniform, who states she was not harmed. The medication was delayed because a new bag needed to be made and sent up (treatment was delayed). No other injury was incurred, thanks to excellent nursing care.

Manufacturer narrative:
One sample model 2420-0007 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated below the pump safety clamp. No other defects or abnormalities were observed. Visual inspection under the microscope showed no signs of excess solvent. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause could be related to lack of solvent due to an incorrect insertion of tubing to solvent dispenser by the production personnel and/or due to opportunities with the solvent dispenser. Reported lots were manufactured on aug 2024, before actions implemented on oct 30th, 2024 for a similar condition reported. Following actions were defined: an accessory to be implemented to the medica solvent dispenser that assists the production personnel in guiding the tubing to the insertion point. A quality alert was displayed to the production personnel to reinforce the proper method of insertion to the solvent dispenser to apply solvent to the tubing. A device history record review for material# 2420-0007 and lot# 24085386 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26aug2024. There were quality notifications issued for the failure mode reported by the customer during the production build of this set for lot 24085386 as notification ID #200392787 on 22sep2024. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information provided.